Event description:
The patient was in ventricular fibrillation when the paramedics arrived. The defibrillator was charged to 200 joules and the paddles were applied to the patient, three times; however, the paddles failed to discharge each time. The backup defibrillator arrived on the scene within five (5) minutes and the patient was then defibrillated three (3) times. The patient died shortly after arrival to the emergency departmentdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: manufacturer. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.